Manufacturer narrative:
Conclusion / root cause: this power supply was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator onsite, review of the device diagnostic log indicated a vent inop condition due to various combinations of 24v, +12v, -12v, and power fail failures (7018). The customer reported there was no patient involvement.